Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a connection issue between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.

Manufacturer narrative:
Frequent disconnects between pump and minimed app (samsung galaxy s24 plus, android 15, minimed mobile 2.9.0). An attempt to reproduce the reported event with the minimed mobile app (software version 2.9.0) installed on samsung galaxy s24 (android 15) with mmt1886 780g pump (software version 6.7w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. The user experienced a pairing loss because the android operating system removed the existing bonding/pairing keys. These keys are generated and fully managed by the android os, and the minimed mobile application does not have visibility or control over them. As the minimed mobile app cannot access, back up, or prevent the deletion of osmanaged pairing keys, the user is required to manually repair their medical device when these keys are removed by the android os. Issue confirmed. Recommended steps: delete the pump's sn from the bluetooth paired devices list. Delete the mobile's sn from the pump's paired devices list. Reset app preferences (sai mentioned that this will restore all apps on the phone to their default preferences). The patient agreed to this step. Uninstall the minimed mobile app from the phone. Restart the phone. Reinstall the minimed mobile app. Attempt to pair the pump and the phone again. Initiate an upload and sync to carelink after pairing. We are proceeding to close the ticket if customer still face issue we request helpline to reopen ticket. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.